Event description:
It was reported that during an open thyroidectomy procedure, the entire tissue pad of the device fell out. As it was close to the end of the procedure, the surgeon continued the case with bipolar forceps without the device. The pad fell into the pt, but as it was an open case, the tissue pad was easily retrieved by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.